Event description:
Caller reported the customer was kicking while in bed. The customer was tested with the freestyle meter and a reading of 110mg/dl was received. Paramedics were called and the customer was transported to the hosp. Upon arrival, the hosp received a reading of 40mg/dl with an unknown brand meter. The customer was treated with an intravenous solution and food was administered at the hosp.